Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, observed the following from an external and internal inspection: light dust-like contamination on top of the blower motor and the blower box. Black dust-like contamination (inconsistent with degraded sound abatement foam) on the ui panel, bottom enclosure, and rear panel. Dust-like contamination on the air inlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failure on the device, which suggests that the source of contamination was external to the device. Was not able to confirm the complaint or address the symptoms specified. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. Section d5 operator of device was missed to capture in the previous report. It has been updated or corrected in this report. Sections d8, d9, h2, h3, and h6 were updated.